Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they were experiencing numbness. The patient noted that they had removed their bandages and their lead wires were hanging free.